Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of the event was not reported. The patient was hospitalized and treated with vancomycin for peritonitis. At the time of this report, the patient recovered from the events and was discharged from the hospital. Pd therapy was discontinued. No additional information is available.